Manufacturer narrative:
H.6. Investigation summary: one customer video, two customer photos, and three customer samples were received for review and analysis. The photos and video confirm the reported issue of collapsed tubes. Therefore, bd is able to confirm the reported failure mode of collapsed tubes based on the photos received. Additionally, the three customer samples were subjected to a visual inspection for collapsed tubes. All samples failed testing exhibiting collapsed tubes. Therefore, bd is able to confirm the customer's reported failure mode of collapsed tubes based on the customer samples. In addition, 30 retain samples were subject to a visual inspection for collapsed tubes. All samples passed testing with no presence of collapsed tubes in any of the 30 tubes. Therefore, bd is unable to duplicate the customers reported defect through retain samples. Based on the investigation results, this complaint, collapsed tubes, is confirmed and meets the criteria of a previously investigated complaint. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes have molding defects. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: quantity: 1000 pieces impact: no adverse effects on medical staff and patients claims: green claims are required samples need to be returned complaint response letter required there are photos available.